Event description:
It was reported to philips that the system was unable to expose. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was completed by using fluoroscopy only mode. The philips remote service engineer (rse) has confirmed that no event occurred on june 29, 2025. The work order was erroneously generated for an incident that transpired on june 9, 2025, which is documented under philips reference number (B)(4). At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since there was no actual event that resulted in the system malfunction, this complaint deemed as not reportable. The codes have been updated based on the investigation's outcome.